Manufacturer narrative:
The handpiece has been rec'd at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the contact pins were corroded. The motor and rotor assembly, along with other components, were replaced.

Event description:
It was reported that the handpiece continued to run on its own. There were no adverse consequences reported. It is unk if there was pt involvement. Multiple attempts to gather info from the account were unsuccessful.